Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, the sheath was inserted across the septum. Physician then tried to aspirate. He could not pull the blood back. He then removed the sheath and tried to pull back with the tip in saline. Still could not pull back. Replaced the sheath and continued with no further difficulties. No patient complications were reported.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, the sheath was inserted across the septum. Physician then tried to aspirate. He could not pull the blood back. He then removed the sheath and tried to pull back with the tip in saline. Still could not pull back. Replaced the sheath and continued with no further difficulties. No patient complications were reported.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, the sheath was inserted across the septum. Physician then tried to aspirate. He could not pull the blood back. He then removed the sheath and tried to pull back with the tip in saline. Still could not pull back. Replaced the sheath and continued with no further difficulties. No patient complications were reported.

Manufacturer narrative:
Updated device analysis results: visual inspection didn't find any abnormalities to the exterior of the returned faradrive sheath. The sheath failed leak testing but passed occlusion testing. Additionally, the sheath shaft inner diameter was examined with a borescope, and no occlusions or abnormalities were observed. The cause of the reported aspiration issue cannot be determined. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valve's ability to seal pressure and fluid within the sheath.